Event description:
It was reported that during the incoming inspection at distributor, leds of the telemetry head did not light up, although adaptor was connected to the outlet. An investigation is required. &#62282;